Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the cotton tipped applicators. The customer stated that the cotton tips are not present on the sticks. The sticks are also breaking while using them, up towards the tip of the cotton part of the stick.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.